Event description:
Customer reported the pm-9000 failed to display gas readings which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the gas module and water trap receptacle and upgraded the monitor's software as a preventative measure. Performed all functional and safety checks and unit was returned to service.